Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an ¿unable to proceed, please check alerts¿ message during the fill tubing process when changing supplies, with multiple restarts not resolving the issue, and no alerts displayed; tubing fill succeeded without a cartridge inserted but failed when the cartridge was reinserted, indicating a fill/occlusion-related malfunction of the pump system. Symptoms included no adverse physiological effects and a reported blood glucose of 88 mg/dl. Outcomes included interruption of intended insulin delivery workflow and replacement of the device. Investigation included customer troubleshooting, replication attempts with and without the cartridge, and review of device behavior. Investigation of this case revealed a device malfunction consistent with a fill tubing occlusion or related pump operation fault, with the issue not resolved through standard restart steps. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with an undetermined specific component-level root cause.